Event description:
Guidant received info from an attorney that the pt with this implantable cardioverter defibrillator (ICD) expired in 2003. Guidant received add'l info that the pt's demise was the result of defective ICD. The details of the defect/malfunction observed were not provided to guidant.